Manufacturer narrative:
Date of event and patient's weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during a system explant [related manufacturer reference number: 1627487-2026-02232], the left l4 and s1 leads broke during the removal process, and a portion of both leads remains implanted. As a result, surgical intervention may be undertaken to address the issue.